Event description:
It was reported, that this right atrial (ra) lead exhibited loss of capture. Additionally, intermittent ra oversensing of rv signals was observed, resulting in inappropriate atrial tachy response (atr) episodes. Technical services (ts) discussed programming options. No adverse patient effects were reported. The device system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).